Event description:
Event description cpi received information that this bipolar lead was removed from service due to high thresholds. The phyisician elected to perform an invasive procedure to cap and replace the lead.